Manufacturer narrative:
(B)(4). Concomitant medical products - biolox delta ceramic head 650-1057 lot 592420. G7 neutral arcom xl liner 010000741 lot 3453309. G7 acetabular shell 010000665 lot 3540789. Taperloc femoral stem 51-103150 lot 3508796. The device has not been returned for analysis; however, an investigation has been initiated. Upon completion of the investigation, a follow up medwatch will be submitted. Multiple MDR reports were filed for the same event, please see associated reports: 0001825034-2017-03635. 0001825034-2017-03636

Event description:
It was reported that a patient was revised approximately 2 years post-implantation due to unknown reasons. During the procedure, the femoral head, taper adapter and acetabular liner were removed and replaced. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found.review of the complaint history determined that no further actions are required.root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.